Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the bardex ic product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the nurse filled the 30 cc balloon with approximately 15 to 20 cc(s) of saline. The complainant stated that the catheter leaked around the meatus and the nurse added more saline to the balloon as this occurred.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the nurse filled the 30 cc balloon with approximately 15 to 20 cc(s) of saline. The complainant stated that the catheter leaked around the meatus and the nurse added more saline to the balloon as this occurred.